Manufacturer narrative:
This report was determined to be duplicate information to MFR report # (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported atrial arrhythmia could not be conclusively determined through this evaluation and a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, evaluation of pump revealed incidental findings of superficial damage to the pump cable, as well as pump cable inline connector bend relief discoloration. Pump was returned assembled with the pump cable severed approximately 8.5 inches from the pump header and the remaining portion of the pump cable as well as the modular cable were returned attached to each other at the inline connector junction. The pump cable was covered in rescue tape approximately 19 to 20 inches from the pump housing. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was not returned, and the cuff lock was disengaged. Upon removal of the rescue tape, the pump cable jacket was noted to be cut approximately 19.5 inches from the pump. All layers of the pump cable were removed, and the underlying wires appeared unremarkable. The pump cable inline connector bend relief was also noted to be dark brown. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log files contained data on (B)(6) 2019 from 7:50:24 am to 10:45:00 am and from 1:31:22 pm to 4:16:45 pm. The pump was set to a fixed speed of 5800 rpm and operated at or above the low speed limit of 5600 rpm for the duration of the log file. The log files recorded 3 low flow faults when the patient¿s calculated flow temporarily dropped below the low flow threshold of 2.5 lpm for less than 10 seconds. The log file appeared to capture the system operating as intended. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The account reported that the patient was having low flow alarms in the setting of atrial arrhythmias and was being treated. The patient also tested positive for a driveline infection on (B)(6) 2019, while admitted. CT images showed decreasing fluid collection. The patient was continued on chronic antibiotic therapy until undergoing a pump exchange on (B)(6) 2020. Cardiac arrhythmia and infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU and patient handbook contain information on how to clean and care for the driveline. Incidental findings: evaluation of pump revealed an incidental finding of superficial damage to the pump cable, as well as pump cable inline connector bend relief discoloration. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The onset of the patient's infection is reported under MFR # 2916596-2019-04029. An additional admission for infection is reported under MFR # 2916596-2019-04875. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due to a known driveline infection. The onset of the patient's infection was stated to be (B)(6) 2019 and had persisted since then despite antibiotic therapy. The lvad reportedly continued to work properly without alarms or compromise. The patient was stable at the time of replacement. No further information was provided.